Manufacturer narrative:
This is two of two final MDR reports submitted for this complaint with associated MFR report# 2954740-2016-00095. For unreported damage discovered during investigation of the returned device, it is unknown when these unreported damage occurred. Very limited information was received. Both the unidentified detachment control box (dcb) and the connecting cable were not returned. The unidentified microcatheter was not returned. Unreported damage located off the proximal end at 22.0, 60.0, & 66.5 all in centimeters are kinks on the core wire. Unreported damage located 36.0 centimeters off the distal tip of the green introducer is the device positioning unit (dpu) protruding outside the sheath. There is no mechanical sheath damage at the protrusion site. The coil¿s socket ring has been pushed down inside the outer sheath (angle ring section) against the resistive heating coil surface section. The articulating junction is now in a fixed position. The distal tip of the dpu and the proximal end of the coil are no longer concentric to each other. Tension was applied to the detachment fiber for inspection purposes. The fiber was found to be intact, undamaged, and did not receive heat and melt. Except as noted above, the remainder of the coil is undamaged. The device positioning unit (dpu) passed electrical testing with resistance at 53.9 ohms (range 48.5/56.0) and the enpower and cable systems ready green light illuminated (IFU). The coil detached on the first detachment cycle. Post-detachment inspection found that the enpower systems ready green light remained illuminated and the resistance passed at 54.0 ohms. Post-detachment inspection found that the detachment fiber received heat and melted as designed. No manufacturing defects were found. The field complaint of the coils non-detachment could not be duplicated. The circumstances of how and when the unreported damage not listed in the complaint event occurred cannot be exactly determined. The complaint of the coil¿s non-detachment cannot be confirmed. The dpu passed electrical testing and detached the coil on the first detachment cycle, the field complaint of the coils non-detachment could not be duplicated; therefore the root cause of the coils non-detachment cannot be determined. In addition, without the return of the complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The evidence as received highly suggests that the contributing factor to a majority of the unreported damages found may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead retracting back at a forty-five degree angle. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges producing a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have bent the core wire in multiple locations, caused the core wire to protrude outside the sheath, caused the coils socket ring to be pushed under the outer sheath, and caused the compression and buckling damage found to the proximal end of the coil. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ in addition, without the identification or the return of the unidentified microcatheter and the rotating hemostatic valve (rhv) used in the procedure, it cannot be determined if these components contributed to the unreported damage found to the unit from the complaint event. The complaint of the deltapaq cere (cdf10030830/c32364) coil non-detachment cannot be confirmed. The dpu for the coil passed electrical testing and the coil detached on the first detachment cycle, therefore the root cause of the reported event cannot be determined. The contributing factor to a majority of the unreported damages found may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead retracting back at a forty-five degree angle. Review of the information does not suggest what factors may have contributed to the reported complaint event. There is no evidence from the DHR review of any manufacturing issues related to the complaint. Since there was no evidence of a manufacturing issue, no corrective actions will be taken at this time.

Manufacturer narrative:
This is two of two initial MDR reports submitted for this complaint with associated MFR report# 2954740-2016-00095. (B)(4). The product is available for evaluation and testing, however the analysis has not been completed. A device history record review is currently being conducted and the results are not yet available. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
As reported by a health professional, during coil embolization of a previously un-ruptured aneurysm at the right middle cerebral artery aneurysm two coils failed to detach. During the procedure the physician was unable to detach the second coil used, presidio coil (pc410041230/c30944). Physician tried detaching the coil four times but still failed, which caused a half hour delay. During the process of detaching the coil, hemorrhage was confirmed through angiography. The surgeon withdrew the coil and used a new coil. Another coil deltapaq cere (cdf10030830/c32364) also failed to detach during the procedure. The coil was withdrawn and a new coil was used to complete the procedure. Both the coils were still attached to the delivery system upon removal and no damages were noted on the coils. The patient is reported to be in stable condition. No further information is available.